Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received compromised force sensor system. The customer¿s blood glucose level at the time of incident was 236 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed the displacement test but compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/delivery and excessive no delivery test due to compromised forced sensor alarm.